Event description:
Technician alleged that the right head siderail will not stay up.

Manufacturer narrative:
Technician found that the ratchet rivets were missing. Technician replaced the ratchet rivets to resolve the issue.